Event description:
Procedure type: lap-assisted total vaginal hysterectomy. According to the reporter: while closing the vaginal vault the needle on the device broke off leaving a portion of the needle inside the patient's tissue. The device was removed, and the patient was placed under fluoro. The retained needle portion was visualized. The surgeon excised a portion of tissue containing the needle. Once removed the tissue was placed under fluoro, and indeed the needle was contained in the excised tissue. The patient was placed under fluoro and clearly the needle portion was no longer in the patient. The procedure was closed in the usual manner and there were no adverse effects from the event.